Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the screw head is indeed broken off as reported. Unfortunately we are not able to determine, if the screw breakage occurred before or during removal. Nevertheless, a manufacturing related condition can be excluded. The va-lcp plate itself is used but still intact. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes; hwc. Implant date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient underwent and implantation a year ago on an unknown date in 2013 for distal radius fracture. A removal operation of the implants was performed on (B)(6) 2014. During the operation; the surgeon found that one of the locking screws at the distal end of the radius was broken at the shaft with the screw head fully seated in the locking hole. There was a report of a twenty minute surgical delay with no patient harm. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: implant date: unknown date in 2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.